Manufacturer narrative:
The user facility did not isolate the handpiece prior to sterilization so they are unable to identify the serial number and will not be returning it for evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. We are unable to determine the root cause of this event. No further investigation or corrective action is necessary. (B)(4).

Event description:
The user facility in (B)(6) reported a corneal tunnel burning in the early stages of anterior capsulorhexis during cataract surgery. The planned operation was a cataract phaco-emulsification with intraocular lens implant on the left eye. Local (topical) anesthesia without anesthesiologist support. Skin disinfection, povidone iodine in 5% solution at fornix for 3 minutes (escrs standard). The handpiece and irrigation/aspiration (I/a) procedure pack were replaced and phaco-emulsification was completed and cortical removal with I/a. Medical intervention involved sulcus lens implant, tunnel suture with separated stitches, cefuroxime axetil in anterior chamber, protective contact lens application, and antibiotic medication. Post-op diagnosis is senile cataract. The causes are unknown as the doctor cannot figure out where the problem was.